Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: visual inspection was conducted on the products code pms3, lot hmw913. The ethicon san lorenzo team performed further analysis to determine if the complaint represented a suspected product. According to the results it was determined that this lots number were not manufactured at ethicon, san lorenzo. This conclusion was based on the following: the different systems that we use to monitor the status of the lots manufactured in san lorenzo and/or manage their disposition (mes, jde, sap & lims) were verified. As a result, the mentioned lot (hmw913) was not found to be active in any of these systems. In addition, the manufacturing date for lot hmw913 would have been 2023. However, this does not align with what the procedure states, which specifies that the letter assigned for the year 2023 should have been "t.¿ based on the investigation carried out, it was determined that the product is counterfeit. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The lot number hmw913 provided is invalid.

Event description:
As part of the existing ongoing issue of the presence of counterfeit hernia mesh products identified in pakistan, product was provided. Based on the investigation carried out, it was determined that the product is counterfeit.